Manufacturer narrative:
Exemption number e2019001. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It was reported by the account that the balloon dilatation catheter (bdc) was advanced against resistance. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure; however, the reported shaft separation appears to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified lesion in the left anterior descending (lad) artery. The 3.50x15mm nc trek balloon dilatation catheter (bdc) was advanced against resistance however failed to cross the lesion and the proximal shaft outside the anatomy separated. The device was simply removed from the patient. Another nc trek was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.